Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The issue was resolved. The patient weight was updated. No further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37092, product type accessory.information references the main component of the system. Other relevant device(s) are: product ID: 37092. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient called because their patient programmer antenna was not working correctly when connecting to their implant. The patient said they were not able to get a reading. Patient tried connecting without the antenna during the call and did so successfully. The patient was then transferred to repair where it was reiterated that the patient was unable to connect with the antenna and able to connect without the antenna. The patient was being sent another antenna. There were no symptoms. There were no further complications reported.